Event description:
It was reported that during a laparoscopic lobectomy surgery, after fired, noted that the tissue was not cut, but there were some staples deployed on the tissue, then changed another device to complete the procedure. There was no patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent 2/11/2025. D4 batch # 160d01. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 160d01, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number c9eh24, and no non-conformances were identified.